Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had a terrific experience with their ins the scanner to enter the building made their stimulator go off sending shock waves through their body. Patient turned the device off. No further complications were reported/anticipated at this time.